Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) using a galileo echo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells on (B)(4) 2014. The immucor laboratory tested retention product on (B)(4) 2014 and the product performed as expected. The immucor laboratory also tested a returned customer blood sample on (B)(4) 2014 and the customer unexpected negative results were duplicated.